Event description:
It was reported that on (B)(6) 2026, a patient experienced a syncopal episode while have a breast biopsy procedure with an eviva biopsy device. The user site reports "during a vacuum procedure, patient fainted after 5 samples acquired; while the consultant was removing the needle from the breast patient, she jerked back and the tip of the needle cut the skin. Surgeon was called and gave a few stitches to stop the bleeding." No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.